Event description:
The customer reported that the unit is giving an error message of internal battery failure. The customer reported that the unit was not in use on a patient. The issue was discovered during setup. The unit was swapped out. The customer contacted product support and created onsite wo. Product support advised the customer to respond to the emailed quote to schedule onsite service. The biomedical engineer reported that the battery has been replaced and charged 24hrs and then tested as per service manual. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications. The cause of the reported issue is battery failure.